Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence, urgency frequency. The trial started on (B)(6) 2019. The patient stated thatcher symptoms were much worse and she thought she might have a uti. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-jan-25 (B)(4): information was received from a trial patient with an external neurostimulator (ens) for urge incontinence, urgency frequency. The trial started on (B)(6) 2019. The patient stated thatcher symptoms were much worse. No further complications were reported or are anticipated.